Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 120 mg/dl. The customer declined to reload the cartridge to address the issue. Multiple follow up attempts were made to obtain additional information, however, a response was not received.